Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. There were no samples provided however, photographs were submitted for evaluation. According to the photographic evidence, a disconnection between the silicone tubing and mistic connector was detected. Although a disconnection can be seen in the photographs, a definitive root cause could not be determined without an evaluation of the actual sample. A possible root cause could be related to surface finish, tubing disconnection length or to user manipulation. No corrective action will apply based on the exiting information. This complaint will be closed with no further action and will be reopened for investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the kangaroo feed and flush bag was connected to the kangaroo enteral feeding pump and after five minutes, the mistic junction disconnected automatically and the feed was coming out from the bag. There was no patient injury.